Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the lcd display was not backlit. Analysis found an internal component was overheated causing an internal component to melt. The programmer was successfully repaired.

Event description:
Boston scientific received information that this programmer was close to an electromagnetic interference (emi) source. The display went black and the programmer was unable to boot up again. No adverse patient effects were reported.